Event description:
It was reported that when using the bd pyxis¿ es server , user required witness to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the after users entered their credentials, the system immediately prompted them to have a witness sign in. A technical support specialist (tss) connected with the customer and explained that the customer issue was most likely due to a router-related problem. To assist in troubleshooting, the internet protocol (ip) and media access control (mac) addresses of the offline devices were shared. The devices appeared offline on our remote monitoring system, suggesting they were either not connected to the internet or not powered on. The tss recommended that the customer coordinate with their hospital¿s it department to verify the network and power status of the devices. The system functioned as intended after the technical support specialist troubleshot the issue of the device.